Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose. Blood glucose reading went up to 400 mg/dl customer was treated for their high blood glucose with manual injection. The customer went to water park and insulin pump had critical pump error alarm. The customer stated they were received open book image on screen. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.